Manufacturer narrative:
There was no button error alarm and no frozen screen on the insulin pump. The device had intermittent button response due to moisture damage on keypad traces. The device had a severely scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons froze prior to the button error alarm. Customer's blood glucose reading was 227 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive and they can't clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.